Event description:
Reportedly during implant of an intraocular lens (iol) the doctor noted a capsular tear. After opening the lens, one of the legs had inadvertently tore a small hole in the equator region of the capsular bag at the 7-8 o'clock meridian. The physician decided not to explant the lens as the lens implant was in good position and in contact with the capsular bag. Since the implant was securely placed, the physician elected not to remove the lens to avoid any potential damage to the patient's cornea and iris. The patient reported her dissatisfaction with the lens implant and loss of sight to the hospital after approximately three (3) months. The patient had the lens explanted under the care of another physician and hospital whereby it was reported that the patient is seeing much better.

Manufacturer narrative:
(B)(6). Intraocular lens. The patient has possession of the explanted lens at this time. All pertinent information available to abbott medical optics has been submitted.